Event description:
During review of the pt's programming history, it was found that the settings were different than what was intended. The pt had been previously programmed to 2.25/20/250/30/5 and during a recent office visit, the device was interrogated and the settings were found to be 0/20/500/30/60 which is indicative of a faulted systems diagnostic test. There is no record of systems diagnostics being performed around the time of the setting change, however, this is the most likely scenario.

Manufacturer narrative:
Review of programming history.